Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, while clipping the cystic duct, the surgeon ¿felt¿ that the device cut the cystic duct. The legs of clip scissored. Different device was used to complete the case. There was no patient injury.